Event description:
Patient presented back to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the or and removed the entire inspire system. Physician prescribed antibiotics after the procedure was completed.

Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the chest incision site. Physician brought the patient into the or, opened the chest incision, irrigated the pocket, repositioned the stimulation lead, re-sutured, and closed.